Manufacturer narrative:
Batch review performed on 19 december 2019. Lot 171205: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of anterior knee pain 2 years and 3 months after primary. The surgeon plans to resurface the patella and a revision surgery has been scheduled for (B)(6) 2020 . More details to follow once the case has been completed.

Manufacturer narrative:
The patient came in reporting pain due to pain in the patella and showing signs of an infection. The surgeon revised the femoral component, poly, resurfaced the patella and added an extension stem 2 years and 8 months after primary. The surgery was completed successfully. Batch review performed on (B)(6) 2020: lot 168749: 50 items manufactured and released on (B)(6) 2017. Expiration date: 2022-04-04. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on (B)(6) 2020: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 172775: 60 items manufactured and released on (B)(6) 2017. Expiration date: 2022-06-26. No anomalies found related to the problem. To date, 59 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to pain in the patella and showing signs of an infection. The surgeon revised the femoral component, poly, resurfaced the patella and added an extension stem 2 years and 8 months after primary. The surgery was completed successfully.